Event description:
Information was received from the health care provider of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that since the patient had the ins replaced and lead revised (reported in manufacturer report # 2182207-2024-03794), he has not had any pain reduction with his device, loss of efficacy. Unable to cover painful area with stimulation. X-ray taken to check for lead migration (B)(6) 2024, awaiting outcome. No action taken. Etiology was causal relationship to device or therapy, specifically the lead. It was further reported that there was lead migration/dislodgement.

Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# va2ve73009, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 23-oct-2027, UDI#: (B)(4). H6: codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the patient has not attended the future visit. The clinical site was unaware of therapy suspension duration. Details were still outstanding.

Event description:
Additional information was received from the health care provider of a clinical study reporting that the device was turned off on (B)(6) 2024 and turned back on again on (B)(6) 2024 but no difference to pain. Review appointment scheduled for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) of a clinical study via a manufacturer representative reporting that the device turned off and back on again after 2 weeks but no difference to pain. For review appointment in (B)(6). Reprogrammed 11-june-2025, review in 3 months was planned.

Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# va2ve73009, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Site has changed the text as the ins was implanted on (B)(6) 2024 (not revised) and the lead was revised from the trial.

Event description:
Additional information was received. Results from diagnostic testing confirmed no lead migration as of test date (B)(6) 2024. Advised to turn device off for 2 weeks and back on again and then for appointment to assess pain.

Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# va2ve73009, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the event was still ongoing as of 2025-sep-10.